Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent primary breast augmentation surgery with a 300 cc mentor memorygel breast implant reports being diagnosed with left breast cancer. Per patient report, she presented with a palpable squishy bubble on her left breast. She alleges that the bubble is on her implant. After evaluation by a doctor, she was diagnosed with breast cancer. The cancer was found on her left breast right next where the bubble was located. Approximately a month after the cancer was diagnosed, more ¿bubbles¿ appears in the same breast but different area. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 3/6/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).